Event description:
A customer reported experiencing multiple occlusion alarms with their infusion pump. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating there was no adverse impact on the customer's blood glucose level. Despite efforts to prevent and troubleshoot occlusions, the customer expressed frustration and a lack of trust in the pump, requesting a replacement, which was approved by the clinical support team. The customer agreed to the recommendations and will continue using the current pump until the replacement arrives.